Event description:
A mannkind corp. Trainer called to report that the patient had a blood sugar of less than 30 mg/dl on (B)(6) 2024. It was reported that the patient clicked the bolus button of their v-go while having low blood sugar, so the patient's blood sugar went even lower. The trainer reported that this was user error, and the patient is following up with their healthcare provider (hcp). It was reported that the patient is doing okay now. No device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor spoke to the new v-go user. She had previously been on lantus 18 units in the am and 14 units in the pm. For meals she carb counted and dosed with novolog. She checks her glucose levels using a fingerstick three to four times a day. She started on vgo 20 using lyzmer insulin. She was told to give 8 clicks for breakfast, over 6 clicks for lunch and 8-10 clicks for dinner. She didn't always take the clicks prescribed because she thought it was too much insulin for the amount of carbs she ate. On friday; day two of using v-go; she woke up with low glucose. Her daughter in law had checked on her and found that she was confused, and symptomatic of hypoglycemia. She gave her glucose tablets as well as juice. The v-go user called off work that day. She stayed home and watched her 2-year-old grandson. She ate lunch and gave 4-5 clicks of bolus insulin. She ate steak, mushrooms and had planned on eating corn on the cob but did not eat the corn. Her glucose dropped to 19, she became unconscious and was found by her family. The squad was called and was treated in the emergency room then released. The v-go device has been removed and she has gone back to her prior insulin dose. She has had contact with her hcp. This is a serious adverse event. It is possible that the device contributed, but it is probably due to insulin dosing mismatch and a learning curve finding the correct dose. The type of insulin used is off label, the hcp may prescribe off label use.